Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported mechanical jam could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was used in a calcified artery. It should be noted that the electronic starclose se instructions for use (eifu), states: do not deploy the clip in areas of calcified plaque. In this case, it is unknown if the IFU deviation contributed to the difficulties; therefore, an in-service letter will not be required. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to mechanical jam with the vessel locator wings may include, but are not limited to, the vessel locator not placed against the surface of vessel during plunger deployment; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The reported treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a starclose se device after an interventional peripheral arterial occlusive disease procedure with a small-bore sheath. Reportedly, resistance was felt when pushing the plunger and the number 2 was not in the window. The safety release mechanism was used and the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - patient selection.